Event description:
Inflammatory foreign body reaction. The pt has a past medical history includes multiple surgeries for adhesions. According to the reporting physician the pt underwent a surgical procedure (date of procedure unknown) for lysis of adhesions due to small bowel obstruction. At this time, seprafilm was placed under the midline incision between the omentum. Approximately one week later a re-op procedure was performed questioning another possible bowel obstruction. However, what was seen in the abdominal cavity was a diffuse inflammatory picture. A biopsy was taken at this time resulting in the diagnosis of a foregin body reaction. A follow-up call was placed to the treating physician on january 14, 2000, the physician stated at this time that the pt's condition had slightly improved, remains hospitalized and has begun steroidal therapy. On january 27, 2000 the reporting physician stated that the pt had recovered and in total the pt had rec'd two weeks of steriod therapy.